Event description:
The sales rep reported a knee revision surgery due to infection. During the surgery, the surgeon explanted a knee prosthesis and replaced with an antibiotic spacer. Info on the explanted product could not be obtained.

Manufacturer narrative:
Eval summary: the implant was not returned for examination, and lot info could not be gathered for the explanted product. There was no report of defect or failure to meet identify, quality, durability, reliability, safety, effectiveness, or performance of the device.